Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient developed an epidural hematoma as a result of taking blood thinner too soon following surgery. Symptom of numbness was noted. The patient underwent an explant procedure.